Manufacturer narrative:
Correction: created correction to modify from malfunction to adverse event. Updated the following sections: b1 - selected adverse event and product problem. B2 - selected required intervention to prevent permanent impairment/damage. H1 - selected serious injury. H2 - selected correction.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During a prostate resection using the thulep technique and the specific bipolar resection loop, the loop broke inside the patient when the surgeon attempted to retrieve a prostate chip. The surgeon then had to recover the small broken fragment using a single use flexible foreign body forceps.